Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed. Analysis indicates a low telemetered battery voltage condition occurred. On (B)(6) 2010, the telemetered battery voltage was 2.79 v, while the daily battery voltage trend measurement was 2.96 v. The device is part of the advisory for this model.

Event description:
It was reported that the device experienced low telemetry battery voltage. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device experienced low telemetry battery voltage. It was further reported that the caller questioned why the battery voltage increased again, and a longevity estimate was requested. The device remains in use. No patient complications have been reported as a result of this event.